Manufacturer narrative:
Unique identifier (UDI) # - (B)(4).

Event description:
The dentist reported the abutment screw fractured. The abutment was damaged while removing the screw. The screw and abutment were removed. Patient will return for new abutment.

Manufacturer narrative:
A screw and an abutment were returned for evaluation. The screw was fractured; the hex portion of the screw was missing. The abutment was damaged, it appeared cut. The customer had stated that the abutment was damaged during the screw removal process. The device history record review did not provide any indication that a manufacturing deviation contributed to the event reported. A definitive root cause has not been determined.